Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: unknown); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: unknown); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller stated that their controller is not working. Caller stated that the controller won't power on or charge. Caller added that they met with their representative last friday who looked at the controller and said it was corroded in the inside. Agent had caller examine the equipment for damage; caller was unable to locate the controller serial number. Agent determined the back of the battery pack had split off and was stuck inside the controller. Caller was unable to locate the battery pack serial number despite numerous attempts. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack.

Manufacturer narrative:
H3: product ID 97745bp ; serial# (B)(6); product type accessory was returned for product analysis. Analysis found that the battery case was broken. The unit was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97745 serial# (B)(6) was returned for analysis and found the lcd was damaged and the case was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.